Manufacturer narrative:
Received one intact 11.5f 20cm triple lumen catheter. The suture wing is loose on the lumen, not attached to the hub. An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the femorally inserted catheter lumen separated from the suture wing.